Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's infusion sets are leaking at the site and she tried 3 different boxes with the same issue. The pregnant customer's blood glucose reading was over 400 at the time of the incident. The current blood glucose reading was 200 mg/dl. It was also stated that they were able to change the infusion set. The customer was advised to revert to their back-up plan. The infusion sets will be replaced and will be returning for analysis.